Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows no activity outside of normal use, no drastic voltage drops is observed. The pump powers on and displays verify screen. The pump passes ¿ez-prime¿ steps and exercises correctly. There was no alarms or overheating duplicated during the test. Battery cap and compartment are intact and able to fit securely. All current drawing were found within the specifications. The pump was opened and inspected, no moisture ingress was found to the pcb. The power circuit and the power flexes were inspected for intermittent condition, none was found. There was no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the battery and pump became "extremely hot." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.